Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ultrasound gastrovideoscope exhibited a joystick with a smooth up/down joystick and jerky movement. The right to left movement also started to do the same jerky movement. The issue occurred during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. This supplemental report is to inform that there was no reportable malfunction related to the subject device captured in this complaint. Per the legal manufacture, this issue of the jerky joystick movement is not likely to cause or contribute to death or serious injury if the malfunction were to recur.